Event description:
2 of 2 reports linked to mfg report number: 3004170064-2026-00001. It was reported: "clinical applications of dural grafts: reporter described their extensive use of dural grafts, particularly durapair, across a range of neurosurgical procedures including trauma craniotomies, tumor resections, spinal surgeries, and epilepsy surgeries, emphasizing their preference for suturable grafts to ensure csf leak-free closures." Types of procedures: "reporter reported using dural grafts predominantly in trauma craniotomies, decompressions, tumor resections, spinal tumor surgeries, and repeat untetherings, highlighting the frequency of these procedures in their practice." Preference for suturable grafts: "reporter emphasized always using suturable dural grafts, stating a strong preference for suture-based closure to achieve a csf leak-free result, and expressed skepticism toward non-suturable options." Assessment of durapair performance: "reporter provided a detailed evaluation of durapair's performance, rating it highly for ease of handling, suturability, and csf leak prevention, but noted significant drawbacks related to postoperative inflammatory responses and product adhesiveness." Postoperative inflammatory response: "reporter identified a recurring issue with durapair causing a postoperative inflammatory response in pediatric patients, manifesting as chemical meningitis two to four weeks after surgery, which often required steroid treatment." Adhesiveness and revision challenges: "reporter highlighted the difficulty of revising surgeries involving durapair due to its strong adherence to underlying tissue, making removal time-consuming and increasing concern for brain safety during reoperation."

Manufacturer narrative:
The durepair (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h9, h11. This follow-up is to add the correction/removal number related to durepair recall (h9).

Event description:
N/a.